Event description:
The certified medical assistant (cma) was to administer a vaccine to the patient. The cma was engaging the safety. Cma thought the safety was engaged fully. The needle bent and popped back out and stuck the cma in the left thumb. Cma reports that the needles (25 x1") do not have a good safety on them. This event resulted in the cma receiving a needle stick.